Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 15 of 22. It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were 22 patients' samples that resulted in erroneous, and oil gel globules. The customer stated that 14 of the patient samples had a sodium less than 100 and the of the samples showed too low values for either creatinine, cholesterol, magnesium or electrolytes. Patients were not treated based on erroneous results, and no other patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was not observed, and erroneous results cannot be observed from the photo. Additionally, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel defect or additive abnormalities were found. Factors that may contribute to oil gel globules and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-sodium, potassium, magnesium, and creatinine) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations (including oil gel globules) of both retention and control samples tested demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of oil gel globules and erroneous results- sodium, potassium, magnesium, and creatinine. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 15 of 22. It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were 22 patients' samples that resulted in erroneous, and oil gel globules. The customer stated that 14 of the patient samples had a sodium less than 100 and the of the samples showed too low values for either creatinine, cholesterol, magnesium or electrolytes. Patients were not treated based on erroneous results, and no other patient impact reported.